Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure. On the same day as the procedure was completed, low impedance and a polarity switch were noted on the right ventricular (rv) lead. Oversensing was also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the low impedance measurement and oversensing occurred during surgery.